Event description:
It was reported that the patient received inappropriate therapy. The lead was explanted and replaced. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.